Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a unknown spinal cord neurostimulator. They reported that the ins worked ok not great but the worst part is that it caused a staph infection and I had to have two emergency surgeries. 1 to remove device 2 to clean out the major infection. 9 days in the hospital. And now 6-8 weeks of at home IV medication. No further complications were reported/anticipated at this time.